Manufacturer narrative:
System checks and qc were passing prior to the event. The customer did not express any sample integrity issues. A small precision study completed by the customer produced unacceptable results of 0.035, 0.034, 0.037, 0.111, and 0.056ng/ml outside of labeled assay precision claims. Onsite service was dispatched to evaluate instrument hardware. A field service engineer (fse) went on-site and observed that air was being drawn into the wash pump when the pump was aspirating for wash buffer for delivery to the wash buffer dispense probes. Fse replaced the wash pump rotor, stator, and cap and also proactively replaced the mixer belt and cleaned pinch rollers. Fse then performed a passing system check, passing qc and an acceptable precision study after repairs were complete. Hardware is the likely cause of this event.

Event description:
A customer contacted beckman coulter reporting erroneously elevated troponin (accutni) results generated by their access 2 immunoassay system for four patients. Repeat testing of the patient samples on the same instrument and a second instrument produced lower results that were not questioned by the customer. The results provided by the customer are shown in the attachment. No erroneous results were reported outside of the laboratory and there were no changes to patient treatment in connection with this event.